Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Retrieving data. Wait a few seconds and try to cut or copy again.

Event description:
It was reported that the patient's blood glucose levels reached 300 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (abdomen), they think the pod's cannula was a little bent. As treatment for hyperglycemia, a new pod was applied and a manual injection of insulin was delivered.